Event description:
A malfunction alarm was reported on a pump. There was no reported adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump, after which the malfunction did not recur, and informed the customer to call back if the issue arises again. The customer understood and continued using the pump without further issues.